Event description:
Removal of endosseous dental implant. Implant was placed on 6-23-97 in site #29 (class ii bone) during a routine procedure. At the time of implant failure, the pt experienced pain and swelling. The implant was removed on 7-7-97.